Event description:
It was reported that the oxygen concentration was fluctuating above and below the set value while the ventilator was connected to a pt. The delivered volume was also incorrect. (B) (4). (B) (4).

Manufacturer narrative:
(B) (4).